Manufacturer narrative:
Follow-up #1: date of submission 09/09/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/18/2015 with the following findings: the black box showed a loss of prime on (B)(6) 2015 at 21:33; the pump was then powered off. When powered back on the time/date was manually set to (B)(6) 2015 at 23:24 and deliveries resumed. The last bolus delivery was on (B)(6) 2015. A review of the daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. There were no errors, alarms or warnings during testing. The original complaint could not be duplicated or confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose of 38 mg/dl with tiredness associated with an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump. Troubleshooting was not completed at the time of the call. This complaint is being reported because the patient allegedly experienced hypoglycemia because of an inaccurate delivery issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.